Event description:
It was reported that brief sensor issue occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient experienced a brief sensor issue, ¿wait up to three hours¿ message. At some point, the patient removed the sensor as his cgm values were not returning. The patient was wearing an omnipod insulin pump. At an unspecified time later the same day, the patient had a seizure and was unconscious. The patient¿s mother called 911. The patient was treated with IV ¿sugar water¿ and recovered. It was not specified when the patient regained consciousness during this event, however, the patient reported only being unconscious for a ¿couple of minutes¿. The patient was not taken to the emergency room. It was also noted that the patient could not recall any other specifics regarding this event. The patient was ¿doing well¿ at the time of report. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.